Event description:
It was reported that the patient was diagnosed with severe l4-5 degenerative disc, "subtle" grade I spondy at l4-5, bilateral pars defect, and right l4 radiculopathy. The patient underwent surgery for bilateral l4-5 fixation with dynamic rods and ha coated screws, intrafacet fusion, pars reinforcement, posterolateral fusion at l4-5 with demineralized bone matrix and local bone, and micro-decompression at l3-4, l4-5. Post-op x-rays taken in 2008 show a rod breakage occurred. Patient is reported to be in good condition with little pain. No revision surgery is planned at this time. The surgeon will continue to monitor the patient's condition. If symptom's worsen, the surgeon will consider revision. No patient complications were reported.

Manufacturer narrative:
Device remains implanted, therefore product evaluation cannot be performed. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.